Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device - additional information g3: date received by manufacturer- additional information h2: additional information / device evaluation h3: device evaluated by manufacturer - additional information h6: adverse event problem component codes ¿ additional information.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. The product was evaluated. An external visual inspection was performed and passed due to the sensor wire is attached to wearable. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on 11-30-2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.